Event description:
During closure of patent foramen ovale a retrieval cord fractured near the end of the handle after deployed and set in place. Cord was retained in the atrium. Noted on echo the following day necessitating another procedure for removal.